Event description:
During index procedure the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the rca. The patient suffered a stroke approximately 36 months post index procedure. Investigator assessed that the event was not related to the study device. Patient recovered.

Manufacturer narrative:
Evaluation results and conclusions: (cva/stroke). (B)(4).